Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the pump delivered a bolus at 1 pm that was actually programmed at 9 am via the meter. At 9 am, the customer delivered a 1.6 unit bolus from the meter after using bolus advice. However, upon reviewing the pump data, that bolus of 1.6 units was not delivered until 1 pm. At 12:50 pm a bolus of 2.9 units was programmed via the meter but was not delivered by the pump. No adverse event was reported. The infusion device was requested to be returned for product evaluation.